Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's spouse reported via phone call that the patient's blood glucose increased to 404 mg/dl. The caller mentioned that the patient did not bolus after he ate. Troubleshooting was declined. The patient was treating via insulin pump bolus. The insulin pump was not returned for analysis.